Event description:
A loss of capture on the ventricular lead was observed. The loss of capture was associated with an out of range lead impedance. The lead was capped.

Manufacturer narrative:
No medwatch form was received.